Manufacturer narrative:
Evaluation summary: the device was returned with sheath and stylette attached. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a non- tortuous and severely calcified lesion located in the mid right coronary artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred during positioning/advancement. It was reported that the physician believes that the event was procedural related and not device related. Patient status post-procedure is alive with no injury.